Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the valve was explanted on the day of the report due to the magnet seeming to be weak. The valve wasn't changing settings or picking up as well. The healthcare professional had trouble getting it to program and read correctly with the hand tools. With the stratavarius, it seemed to work better and easier to program and read; however, they still had to be over it perfect. The patient was implanted with a new valve. It was noted there was no patient incident.

Manufacturer narrative:
The returned valve was patent. It met the requirements for valve flux, siphon, reflux, pressure flow and pre-implantation testing. The magnetic reading during the valve flux test was 0.0037 mmxn which is greater than the acceptance criteria of 0.0034 mmxn. Therefore, the conditions of the complaint could not be duplicated by laboratory personnel. There was proteinaceous debris observed within the interior and exterior of the valve. All valves are 100% tested at the time of manufacture. If information is provided in the future, a supplemental report will be issued.